Event description:
It was reported that patient came for a second attempt at implantation of lv lead when it was noted there was a pocket infection. The entire system was explanted and replaced. Patient condition was good after procedure and no further issues have been reported.

Manufacturer narrative:
No medwatch form was received.